Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Visual inspection was performed and water-based liquid contamination was observed on pcba (printed circuit board assembly) triangle. The sensor was unable to be reprogrammed. The returned sensor was de-cased and battery was replaced.  The sensor was unable to be reprogrammed to perform accuracy test and determine poise voltage and sensor temperature. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Data was unable to be extracted from the sensor puck using evm(evaluation module), due to the device not compatible error message appearing when attempting to scan the sensor patch. No damaged component or contamination was observed on the sensor pcba(printed circuit board assembly).   Therefore, adc is unable to test or identify the cause of the issue due to the problem occurring during phase1 investigation. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.